Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: on examination, there was visible moisture in the pump in the display and the pump case was noted to cracked. On investigation, the pump failed to power on. Leak testing confirmed moisture ingress at the site of the crack and moisture damage was found inside the pump on the printed circuit board. Investigation was unable to investigate the alleged call service alarms issue due to moisture damage to the pump resulting in the pump's inability to power up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the patient received an unknown call service alarm as well as a cs 022 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.